Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient was initially readmitted to the hospital due to a medication change and high blood pressure. There was a decrease in flow noted since (B)(6) 2023. Log files were submitted, and a computed tomography (CT) was performed. The CT showed mass formation in the outflow graft. Extrinsic outflow graft obstruction was suspected. The patient went to the catheterization laboratory for further evaluation. A plan was made to stent the outflow graft. While in the lab the patient began showing signs of stroke and the procedure was aborted. A CT scan was scheduled.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed. Initial reporter phone number: (B)(6).

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was additionally reported that the patient has a hemorrhagic stroke and experienced aphasia and paralysis. There were no reported changes to anticoagulation. The issue did not resolve and the patient was placed on palliative care. There would be no further treatment. The patient passed away due to multi-system organ failure. The death was not device related and an autopsy would not be performed.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of suspected extrinsic outflow graft obstruction could not be confirmed as no images were provided and the device was not returned for evaluation. Review of the submitted log files confirmed multiple low flow hazard alarms; however, a specific cause for these alarms could not be conclusively determined through this evaluation. Additionally, a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number: (B)(6), and the reported events of hypertension, hemorrhagic stroke, and multi-organ failure could not be conclusively established through this evaluation. The controller event log files contained data from 04apr2023 and 06apr2023. Multiple low flow hazard alarms were captured on (B)(6) 2023. The controller periodic log files contained data from on (B)(6) 2022 through on (B)(6) 2023. Following on (B)(6) 2023, a decrease in flow over time was observed. This decrease in flow was associated low flow hazard alarms occurring on (B)(6) 2023. No other notable events or alarms were captured. The pump appeared to function as intended at the set speed. The device was not explanted for evaluation. Due to patient privacy laws, the account declined to provide CT results as well as other additional information regarding the reported event. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specification. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), , rev. G, and the heartmate 3 lvas patient handbook, rev. G, are currently available. Section 1 of the IFU, ¿introduction¿, lists hypertension, stroke, bleeding, and multiple organ failures/dysfunctions as adverse event that may be associated with the use of the heartmate 3 lvas. This section also addresses all pump parameters, including pump flow. Section 4 of the IFU, ¿system monitor¿, describes the pump flow display and the hazard alarms. The IFU states that per design, when the estimated flow value is calculated at less than 2.5 lpm, a low flow status is posted to the log file. If the flow remains below 2.5 lpm for 10 seconds, a low flow hazard alarm is triggered. This section also explains that changes in patient condition can result in low flow. Section 5 of the IFU, ¿surgical procedures¿, contains information on "preparing the sealed outflow graft" and explains that prior to implantation, the bend relief should be disengaged from the graft for the de-airing procedure. This section also contains a sub-section on "attaching the sealed outflow graft to the aorta", which instructs the user to stretch the graft completely and then measure and cut the sealed outflow graft to the appropriate length. This section also instructs the user to verify that the outflow graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief and ensuring that the line is straight. The IFU cautions the user: "do not rotate/twist the sealed graft. Check the alignment of the black line on the graft to verify that the sealed graft is not twisted or kinked." This section also explains how to attach the bend relief once the vent needle has been removed from the sealed outflow graft and leaks have been ruled out. Additionally, section 5, under "preimplant procedures" and "implant procedures" cautions the user: "the sealed outflow graft must not be kinked or positioned where it could abrade against a pump component or body structure" and "stretch the sealed outflow graft completely prior to measuring and cutting the graft to the appropriate length." Section 6 of the IFU, ¿patient care and management¿, provides information regarding the recommended anticoagulation regimen and international normalized ratio (inr) values as well as suggested anticoagulation modifications in the event that there is a risk of bleeding. This section, under "blood pressure management", also states that post-implantation hypertension may be treated at the discretion of the attending physician, and any therapy that consistently maintains mean arterial blood pressure less than 90 mm hg should be considered adequate. Section 7 of the IFU, "alarms and troubleshooting", and section 5 of the patient handbook, "alarms and troubleshooting", address all system alarm conditions as well as the appropriate actions associated with each condition. Furthermore, section 8 of the patient handbook, ¿handling emergencies¿, also provides examples of emergencies and the proper actions to take in the event an emergency occurs. No further information was provided. The manufacturer is closing the file on this event.